Manufacturer narrative:
A lot code would be required for device history record review. No sample has been received for evaluation, therefore a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely; chemistry and microbiology data must met requirements prior to release of product. Additional information has been requested but not received to date. (B)(4)

Event description:
A pharmacist reported through national competent authority that a patient experienced postoperative corneal edema with descemet membrane folds one day after cataract surgery. The phacoemulsification was performed without any complication. No improvement was noted 15 days after surgery. Clinical consequences noted: incapacity or invalidity. A follow up was performed on the patient on (B)(6) 2016. Additional information has been requested but not received to date. This is one of four reports being filed for the same facility. This report is the patient whose event occurred on (B)(6) 2014.